Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, d6b, g2, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the "right" side. The device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on october 07, 2025, with catalog number mcghan330cc. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as surgical damage, observed cracked valve seat diaphragm valve and observed delamination of diaphragm valve assessed as adhesive failure. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "deflation". This record is for the "right" side. The device was explanted.